Event description:
It was reported that the bd alaris pump infusion set had separated. The following information was provided by the initial reporter: bedside rn was infusing ivig for patient. Rn removed IV set from pump to tap out air that had accumulated in the line. Upon tapping, the softer part of the tubing, the part that goes into the channel, broke off from the rest of the line. Product: bd alaris pump infusion low sorbing tubing. Vmid: al2260-0500. Number of defective product(s): 1.

Manufacturer narrative:
Device evaluation: no product or photo was returned by the customer. The customer complaint of separation other component - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2260-0500 and lot# 26015491 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 20jan2026. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.